Event description:
CPR in progress with fire dept. Emt's. They had their AED connected, advised one shock. Paramedics arrived, placed pt on marquette 1500 monitor. The display screen on the monitor showed "no pt connected", then would show pt rhythm, then would display battery fault/power. Paramedics replaced battery without a change in above. A 3rd battery was installed and the screen went blank & printer started. A cardiac pulmonary resuscitator was continued & use of fire dept. AED on pt while waiting for other emergency medical service unit to arrive with marquette cardiac monitor. Other emergency unit arrived & pt was placed on their monitor without incident. The same batteries were tried in this monitor after the call & worked fine.